Event description:
It was reported that the lead exhibited high impedance since january. X-ray did not reveal visible damage or dislodgement. The physician elected to monitor the patient with monthly remote follow-ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.